Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed successfully. No additional information was reported.